Event description:
The customer reported that her pump in style breast pump has low suction and her nipples are torn. The lactation consultant diagnosed her with a yeast infection and prescribed her nystatin ointment and an antibiotic.

Manufacturer narrative:
A replacement breast pump was sent to the customer and requested the defective breast pump be returned for evaluation. The defective breast pump has not been received at medela as of (B)(4) 2014. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Customer follow up was not successful. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. This issue with yeast infection/thrush potentially from using the device for the pump in style device is currently being addressed under investigation (B)(4).